Event description:
Boston scientific crm received info that this right ventricular (rv) lead was exhibiting high threshold measurements ten days post implant. Within a few days, the threshold measurements had increased even further. The x-ray showed the rv lead still in the apex and not moved. Nineteen days post implant, the pt was not feeling well and presented to the physician's office with intermittent loss of capture at 6.6v. The pt was sent to the emergency room, where the rv lead was explanted. During the extraction, the rv lead was damaged and a cut was made, on purpose, midway down the lead. A new rv lead was successfully implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. A stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The slightly damaged is-1 connector and the cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.